Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions (IFU) is currently available. Section 1, ¿introduction,¿ lists bleeding as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, section 6, ¿patient care and management,¿ provides information on anticoagulation, including recommended international normalized (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
History of gastrointestinal bleeding reported in mfrs# 2916596-2021-01651, #2916596-2021-01611, #2916596-2021-01652, #2916596-2021-01653, #2916596-2021-01654, #2916596-2021-01655, #2916596-2021-01656, #2916596-2021-01559, #2916596-2021-01658. Prior admission for small bowel obstruction/driveline adhesion reported in MFR #2916596-2021-01657. No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted (B)(6) 2020 for signs and symptoms small bowel obstruction (sbo) and gastrointestinal bleed. CT abdomen/pelvis showed the obstruction was in right lower quadrant, same location as (B)(6) 2020 admission. He was seen inpatient and outpatient by gi team and was seemed not a surgical candidate due to multiple co-morbidities. The obstruction was believed to be due to adhesions from his driveline, prior abdominal surgery, and a displaced biliary stent. Gi was unable to retrieve the biliary stent endoscopically. Patient was made nothing by mouth (npo) and a gastric decompression tube was inserted and placed to low intermittent suction. Maintenance IV fluids were initiated. Nasogastric intubation was removed and the patient was put off anticoagulation due to previous history of gi bleed. The patient was put on a clear liquid diet which he tolerated without nausea/vomiting and continued to have loose stools. The patient was advanced to regular diet on (B)(6). An upper gi with small bowel follow-through was ordered but the oral contrast was inadequate. A small bowel resection was performed (B)(6) on an area of stricture 50 cm proximal to the ileocecal valve with grossly dilated bowel proximally, and the patient was discharged to home. Octeotride was started (B)(6) but discontinued. He had two small bowel movements. The patient started daily bisacodyl suppositories on (B)(6). He continued to progress and was discharged (B)(6) 2020.